Manufacturer narrative:
The device is used for treatment, not diagnosis. Date of event is unknown. This report is for a instrument and is not implanted/explanted. Part returned to manufacturer: (B)(4) 2013. Date received by manufacturer: (B)(4) 2013. A review of the device history records was performed and not complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Placeholder.

Event description:
Consultant reported to customer service evaluations on (B)(6) 2013 to advise that the 03.501.080 application instrument for sternal zipfix (part # 03.501.080; lot # 7689244) does not perform when the trigger is squeezed; the zipfix gun was further reported that the foot plate does not release. Consultant further commented: the part did not tighten/tension and the trigger would not release (the bar across the trigger would not grab; it stuck and would not release). This problem was discovered before the set was decontaminated; no patient contact or procedure involved in this case. No reported harm to any patient/procedure. No additional information is available. The device report is for one sternal zipfix instrument. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Date received by manufacturer: 12/16/2013. A product development evaluation was completed. The part condition was received as a first generation zipfix application instrument; it was found that the tension limiting spring and cap component were detached from the instrument. Secondly, the trigger spring of the instrument was not strong enough to push the trigger/slider assembly to the most forward position to allow easy insertion o the implant into the gripper feature. It was also reported the screw/nut holding the housing halves together and functions as axes for the tension trigger is lose. There is no design related issues found on the returned instrument regarding the lose tension limiting spring and cap and that of the screw/bold. Investigation concluded: the root cause of the lose tension limiting spring and cap, as well as the lose screw/nut holding the housing halves together can not be determined. The subject device is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.

Manufacturer narrative:
A manufacturer evaluation was completed. The product as received condition was reported as : there are marks of use and dismantled parts on the device; the end cap 60069574 and the spring 60069575 and screws (60030419 and 60030420) are loose or show marks. The report concluded: a manufacturing conclusion cannot be presented due to the condition of the product. Visually there does not appear to be an issue other than the damage sustained by forcible or incorrect handling.